Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s battery was in ¿sleep mode.¿ the rep tried calling the patient several times to determine what was going on, but the rep has not heard back. No further complications were reported. On 2018-aug-31 (rep): no new information. On 2018-sep-12, mpxr 554280.1, (rep): nni provided.